Manufacturer narrative:
(B)(4). Final analysis of the ipg found the device in a no output and no telemetry condition. The device was opened and visual inspection under a microscope noted lifted wire bonds connecting the battery to the electric circuit, which explains the loss of therapy. The epoxy bond between the electric circuit and both battery terminals was found broken. The battery voltage was ok (2.45 v).

Event description:
It was reported the battery had depleted "very quickly" from the last check and had fully discharged. The pt had loss of therapy, and the ipg was replaced. The pt was not injured.